Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03277 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2016-03278 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 3016. According to the complainant, during the procedure, the clip's ability to rotate in the tortuous anatomy was not good enough. The clip was able to be deployed and lock onto the mucosa; however, the clip failed to release from the catheter. The clip was then pulled off the mucosa. The same event happened with the second clip and the procedure was completed with a third resolution 360 clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.